Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s insertable cardiac monitor (icm) had failed to interrogate via bluetooth telemetry with the mobile application. No intervention was performed.